Manufacturer narrative:
The reported complaint of a leaking quattro catheter (lot #93275) was confirmed during functional testing. A pinhole leak the distal end of distal balloon. The investigation findings revealed that the probable cause of the reported complaint was due to a latent material defect. Visual inspection of the returned quattro catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Dried blood was observed on the luers tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device and immediately a pinhole leak the distal end of distal balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for quattro catheter with lot number 93275. (B)(6) reported on 9/15/2019 due to a pinhole leak at the distal balloon.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that the normal saline (ns) bag was empty and after it was replaced, the thermogard xp ivtm system (lot #unknown) displayed "air trap" error message. Customer did not observe ns fluid on or near the thermogard, floor or patient's bed. It appears there maybe a catheter breached. According to the customer, the patient was at the end of the rewarming phase and ivtm therapy was not needed. The thermogard system did not required service and was put back into clinical use. No patient consequence was reported.